Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Both the delivery system and the stent were returned for analysis. The technical investigation of the delivery system revealed that the balloon is still well folded. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent is locally pinched at one end. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The slight deformation of the stent might be related to an improper removal of the stent protector. Grabbing the protector in the stent area during removal can cause a stent dislodgement.

Event description:
An orsiro drug-eluting stent system was chosen for treatment. During removal of the protection cap the stent dislodged. The device was not used.